Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure observed during analysis. Final analysis of the partially returned lead found insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve impression. The abrasion is consistent with constant friction to another implantable device or feature of the heart. (B)(4).